Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a solicited report by a nurse from (B)(6) of cloudy bags and abdominal pain in a patient coincident with dianeal (B)(4) and imported (B)(4) extraneal viaflex therapies for continuous ambulatory peritoneal dialysis (capd). On approximately (B)(6) 2011, the patient experienced cloudy bags. On approximately (B)(6) 2011, the patient received vancomycin 2gm and gentamycin 6mg via ip stat. On (B)(6) 2011, the patient experienced abdominal pain. On an unreported date, imported extraneal was discontinued and was replaced with physioneal (B)(4). It was not reported whether dianeal was continued. The outcome for the event of abdominal pain was reported as not resolved, and the outcome for the event of cloudy bags was not reported. The reporter did not provide an assessment of causality for the events of cloudy bags, abdominal pain and the relationship with dianeal unknown and imported (B)(4) extraneal viaflex therapies.